Event description:
Cable/wire broke while using instrument during the procedure.

Event description:
Additional information receive from reporter on 9/30/2024 for report mw5160215. This is an updated report. The original report had the wrong lot number.